Event description:
The report indicated that the customer experienced consistently high bg levels (303-387 mg/dl) within three hours of activating a new pod. A manual insulin injection was administered in response. Her bg levels had lowered over the following two hours, though levels remained "elevated". The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.